Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the light guide lens has foreign objects is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The most probable cause of the additionally identified failures of air/water cylinder (tube) has foreign objects, air/water tube has foreign objects, jet tube has foreign objects is cause traced to failure to follow instructions. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material in the light guide lens, air/water cylinder, air/water tube and jet tube. There were no reports of patient involvement.